Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. Additionally, the reported low flow alarms were confirmed by an onsite abbott representative. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Chapter 1 also explains that if the lvad speed is set too high, the inflow pressure may fall to the extent that it attempts to recruit blood from the left ventricle, left atrium, and pulmonary vasculature that is not there. This will result in the collapse of the left ventricle. The heartmate 3 lvas employs a feature called suction detection to recognize and avert this condition. During a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Chapter 4 of the IFU, ¿heartmate touch¿ communication system¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Chapter 4 of the IFU also describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients ending operating room ventricular assist device (vad) parameters were speed 4400 and flow 2.7 with very frequent low flow alarms. Blood pressure mean was 53, central venous pressure was 13 but may not be accurate, and pulmonary artery was 32/16. They were unable to increase speed any further without suction events. It was further stated that the cause of the low flow alarms was hypovolemia due to blood loss. The patient received packed red blood cells and was stated to be doing well. The patient was transferred to the floor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that bleeding was determined by dropping hemoglobin and hematocrit levels. The patient was bleeding from the surgical site. The bleeding resolved after the patient went to the operating room again and had a chest exploration. The low flow alarms resolved after treatment.